Manufacturer narrative:
Additional information: PMA/510k: similar product to 190-000. Investigation summary: the information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on a nasopharyngeal sample on (B)(6) 2022. Confirmation pcr testing was performed (B)(6) 2022 on a nasopharyngeal sample on (B)(6) 2022 which generated a negative result. The customer indicated that the patient appeared to be symptomatic for covid-19. No patient treatment was impacted by the initial positive result with the ID now covid-19 assay. No further information was provided.